Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation in accordance with procedures recommended by zoll manufacturing corporation. The evaluation indicated an open black (main batt) wire inside the trunk cable. The root cause of the open wire is excessive force placed on the cable. The open wire could not be ruled out as a potential contributing cause of the service code 204. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.